Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have reached end of life (eol). The battery was felt to have depleted prematurely. Review of remote home monitoring interrogation data from this device showed a potential high power consumption condition that began approximately 11 months ago. Boston scientific technical services (ts) recommended device replacement. Available information indicates this device remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the physician plans to schedule the patient for device replacement, however, at this time, replacement has not been scheduled.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.